Event description:
It was reported that a spectrum pump alarmed nuisance air-in-line. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of nuisance air-in-line alarms through the history log, but could not reproduce it during evaluation. Evaluation found that the upstream sensor values were below specification, which can make the device more sensitive to air-in-line alarms. The failed upstream sensor was replaced.